Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had air bubbles in the reservoir. The mother also mentioned that insulin from the reservoir leaked past the o-rings. No further information was provided.